Manufacturer narrative:
The event date is approximate. Product not returned to manufacturer.

Event description:
A consumer alleged that their sonicare power toothbrush device caught fire and melted. No property damage and no injuries were reported.